Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the night aligners that they still have uneven front teeth (one higher than the other) and that wasn't an issue before I started the byte process.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.